Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. No information available. The customer reported that approximately 8 cm of the omniwire was retained in the patient. However, based on the returned device evaluation, 28.5 cm of the distal coil (stretched) was not returned. The difference in the measurement may be that the 8 cm remained coiled and not completely stretched when measured by the user. The proximal portion of the omniwire was returned for investigation. This includes a part of the shaping ribbon, a part of the distal coil, and the core wire with sharp edges observed. The distal portion which includes the dome, a part of the shaping ribbon, and a part of the the distal coil were not returned. The returned shaping ribbon measured at 2 cm, which indicates 1.05 cm was not returned. The returned distal coil measured at 5.5 cm, which indicates 28.5 cm was not returned. The probable cause for the separation is unexpected damage in use during the medical procedure. Manipulation, strain and forces on the wire can affect the integrity of the device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that during a therapeutic coronary procedure, the omniwire tip was shaped and inserted into the guide catheter. The wire was advanced and normalized outside of the guide catheter tip. During advancement, the wire tip got caught and kinked, but was able to reach the small diagonal branch. After measurements were taken, the wire tip got stuck and began to unwind as it was being removed from the patient. To retrieve, a non-manufacturer microcatheter was inserted over the omniwire in an attempt to take over the entirety of the wire, but would not advance and caused the wire tip to unwind further, and approximately 8 cm separated in the left main (lm). A non-manufacturer guide wire was advanced down the lad and a drug eluting stent (des) was placed to trap to the vessel wall. The proximal portion of the omniwire was removed from the patient. Then, another des was placed in the lm, proximal to the previously placed stent to trap the remainder of the separated wire tip. Ivus imaging confirmed the retained wire was trapped and the stents had maximal expansion and apposition. The patient was kept overnight for observation and discharged the following day. This adverse event and product problem is being submitted because the omniwire distal tip separated inside the patient. Additional intervention was performed; however, the separated tip was retained in the patient (stent).